Event description:
The fe reported that the system would not boot up. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The cmos battery in the cpu was evaluated and replaced, and the bios settings were reset. The system was tested and found to be working as intended and returned to service.